Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-6480 pump went down during a case and is not responding. Case involvement, no patient effect.

Manufacturer narrative:
See attached.